Event description:
Consumer complaint of lower blood glucose results. Results in memory indicated a result of 51mg/dl on (B)(6) at 7:21a. Caller states his glucose is normally 110mg/dl fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).